Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this annuloplasty band was implanted and explanted during the same procedure. After implanting, the device and before closing the patient's chest, the physician determined that the patient needed a full valve replacement. The device was explanted and replaced with a non-medtronic bioprosthetic valve. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.